Manufacturer narrative:
Conductor damage was noted at 26.2cm from the pin consistent with clavicle crush damage. The conductor insulation was fractured. This is consistent with the observation from the field of high lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05174. It was reported that the patient presented for an elective device removal procedure. Upon review, the right atrial and right ventricular leads exhibited increased pacing lead impedance. During the procedure, the entire system was explanted. The patient was stable throughout.